Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, 1/2 of the stent of an EU 4.5x28mm stent 12 mm dw tip (enc452812, 7469268) was released. It was found the positioning was inaccurate. The physician retracted the stent to the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) for repositioning and tried to release the stent again but encountered resistance at the microcatheter's tip. The doctor removed the microcatheter (mc) and stent from the patient¿s body and switched to new devices to complete the surgery. Additional information was received indicating that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no damage to the coil or the mc. There were no procedural delays due to the event. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that only the stent component was returned for analysis. One (1) strut of the stent was severely bent. Further inspection under magnification on the stent was performed and no breakage was noted. No other damages were observed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Although no functional test was performed on the stent component due to the lack of components returned, the damaged condition of the stent confirms the resistance during the stent release. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The detached condition of the stent was not originally reported; however, it is suspected to be the result of post-procedure manipulation, and it is not considered a relevant contributing factor to the resistance encountered. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, 1/2 of the stent of an EU 4.5x28mm stent 12 mm dw tip (enc452812, 7469268) was released. It was found the positioning was inaccurate. The physician retracted the stent to the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) for repositioning and tried to release the stent again but encountered resistance at the microcatheter's tip. The doctor removed the microcatheter (mc) and stent from the patient¿s body and switched to new devices to complete the surgery. Additional information was received indicating that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The mc did not kink or bent. There was no damage to the coil or the mc. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00663.